Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model#: sc-4316, lot #: 19114811, description: next generation anchor kit-sterile. The devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was having a lot of anterior pain after the devices were implanted even when the stimulation was not turned on. The physician stated that the lead was causing pressure. The lead and clik anchor were explanted. No device malfunction was suspected.